Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rect2157 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that the tip on the 3cg wire broke. More information has been requested.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed and appears to be use related. One 4 fr powerpicc solo catheter with the t-lock 3cg stylet assembly was returned for investigation. The distal segment of the 3cg stylet was returned separated from the remainder of the stylet and measured to be approximately 4 cm. Microscopic observation of the polyimide tubing revealed multiple kinks leading up to the break location. The kinks were spaced between the magnets within the tubing. A segment of the proximal portion of the polyimide tubing was cut to measure the wall thickness of an undamaged section and was found to be within specification. The break surface of the polyimide tubing showed it to be bent and elongated which indicates that the break likely occurred due to advancement against resistance. The event description indicates that a guidewire was used with the stylet to overcome resistance during insertion. Based on the condition of the returned sample and description of the reported event, it is likely that the stylet broke from kinking due to advancement against resistance; therefore, the complaint is confirmed, use related. The IFU states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury¿ and ¿never use excessive force to remove the stylet as it may damage the device.¿ a lot history review (lhr) of rect2157 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that the tip on the 3cg wire broke. More information has been requested.